Event description:
It was reported that the implantable pulse generator (ipg) was losing its efficacy, and the patient was no longer getting as much relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.